Manufacturer narrative:
Analysis of the handle 9733734 ratcheting qc sm strght (lot #: 66301 found physical damage and pieces missing. The end cap had been broken off and was missing. The ratchet mechanism and instrument retention mechanism are both otherwise functional. Product event summary: #s7 damaged ratcheting handle product analysis (B)(4): mnav findings and conclusions: as reported, the end cap has been broken off and is missing. The ratchet mechanism and instrument retention mechanism are both otherwise functional. Mnav methodology: functional testing;visual/physical examination. Mnav detail: awaiting field response/info. Mnav usability: false. Mnav able to duplicate the issue?: yes. Mnav bai/oobf?: false. Mnav failure mode: physical damage. Mnav failure mechanism: pieces missing. Other relevant device(s) are: product ID: 9733856, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the back of the ratcheting handle silver cap came off. This was noticed when inspecting the instrument tray. There was no patient present at the time of the event.